Event description:
A polaris valve was implanted in a pt in 2006 in lumbo-peritoneal. In 2007, the doctor failed to change the pressure setting of the valve. The doctor removed the valve.

Manufacturer narrative:
The incident has been reported to MFR on 07/06/2007. Results of analysis will be developed in a follow-up report.